Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scratches on the distal end cover, the bending section rubber glue was peeling, the objective lens adhesive was peeling, the insertion tube outer sheath was peeling, and the insertion tube insulation was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had rubber peeling off of the insertion tube. The issue was found during reprocessing. Inspection and testing of the returned device found peeling and deterioration of the outer sheath of the insertion tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a final root cause was unable to be identified. However, the following are probable causes for the outer sheath of the insertion tube peeling and deteriorating: physical stress, chemical stress, inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.2 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 8.1 precautions for storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. / to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area.¿ olympus will continue to monitor field performance for this device.